Event description:
The device was returned to co with a report that the wire had stretched. When the analysis of the device was done it was found that the device had actually stretched and broken. There was no consequence to the pt as the physician was able to remove the device and complete the procedure.